Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implant had problems and hadn't worked for their symptoms either since implant. Their symptoms were pretty bad. It was indicated that the hcp tried turning the stimulation up to 50%, but the patient felt the shocking even stronger the week prior to the report. They stated that the hcp told them that it was faulty and turned the device off. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.